Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the event site, and the customer stated to the stm that the iabp goes into standby on its own during use with no operator interaction. The stm was unable to duplicate customer issue during testing. However, as a precaution, the stm replaced the touchscreen assembly and completed all functional testing and safety checks to factory specifications. The iabp was then returned to the customer for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) would not start as a result of selecting the ¿start¿ key. The customer said that it did start up after a few attempts of hitting the button, then during the next several hours the staff in the ICU reported that the pump occasionally stopped with no alarms and started up again on its own. The company representative explained the usual pauses the iabp is expected to make/checking timing/filling on the hour and the longer filling and calibration every 2hrs. The customer said they usually would have transferred the patients prior to 2 hours, so no one had seen that before. On this occasion, weather was delaying the transfer so the patient was in their intensive care unit (ICU). The customer was fairly certain that what the company representative described was what the iabp was doing. There were no alarms associated with the pauses. As for the delay in start up ¿ they did not put the ECG on the patient until they were in the ICU. The customer was not sure that the arterial waveform was on the iabp at the time of selecting ¿start¿. The company representative explained how the pump would operate in pressure trigger when the fiber optic had not been connected yet and encouraged the customer to attach patches when an intra-aortic balloon (iab) insertion is expected. The customer agreed to try start up with their trainer and open balloon and advise company representative if there was any delay on startup. The customer agreed that the reported issues were adequately addressed by the company representative. The customer was pleased with the assistance from the company representative and had no further questions. There was no adverse event or patient injury reported.